Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 23 mmol/l. The user alleged the insulin pump was under delivering insulin due to blood glucose was not go down with corrections from the insulin pump. Customer was admitted in the hospital on (B)(6) 2021 at 2 pm. Customer was treated with intravenous insulin drip. Customer performed high pressure test and insulin flow blocked occurred. The reservoir will not be returned for analysis.